Event description:
When transferring digitally recontructed radiographs (drr's) to a varis record and verify system, the drr images were distorted when displayed on varis. The system did not display an error message, but the distortion was detected by the user. The images were not utilized for treatment. A bulletin was sent to customers. The issue has been corrected in corvus 6.2. The possible positioning errors are proportional to the amount of distortion of the image. For the positioning error to be significant the distortion of the image would also be significant as compared to the port film. Note also that the images will be displayed correctly in corvus. This issue affects corvus 6.0 and 6.1 with pt plans using treatment units that have non-square pencil beams. This issue may exhibit itself in the following ways: an error in the system importing the dicom drr stating that the drr cannot be imported. This would prevent the importing system from reading the dicom drr sent from corvus. The drr viewed in the system importing the dicom drr may appear distorted. Any annotations displayed on the dicom drr may appear slightly shifted.